Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a

Manufacturer narrative:
Updated fields b4, d1, d4 (version/model#, catalog#), d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5, h6 (health effect impact codes). Additional information: e1 (event site postal code: 73100, event site state:le). Fault detected: the device has problems on the display and when turning it on, it was not in use. Getinge field service engineer (fse) attempted to restore operation failed. No spare parts replaced because they are out of support. Repair not completed. Materials no longer available, therefore the counterpulsator is declared out of use. The device can no longer be used. H3 other text : repair not completed.

Event description:
It was reported that before use the s98xt aortic balloon pump, has defective monitor and power supply. There was no patient involvement reported. The failure did not cause any harm to operators/patients. The device can no longer be used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the s98xt aortic balloon pump, has defective monitor and power supply. There was no patient involvement reported.